Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the vertebral artery using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the distal tip of the benchmark kinked while advancing radially into the target vessel and, therefore, it was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.